Event description:
After coronary angiogram on 1/14/97, a device was placed in right femoral artery. On 1/20/97 pt reported to urgent care with subcutaneous hemorrhage into right medial thigh. An ultrasound was performed. "It showed a pt femoral artery and vein. There was no evidence of any pseudoaneurysm or a-v fistula. There was no evidence of dvt. A 2cm hypoechoic solid appearing mass was located medial to the common femoral artery."